Manufacturer narrative:
Investigation confirmed that occlusion did not shift during pump testing. Changes in occlusion were only noted upon forced pump hard stops (e.g. Lid open) when running at a high rpm. This is not considered a fault of the device.

Event description:
User reported that the roller pump lost occlusion over the course of the case, resulting in a difference between measured and calculated flow. There was no patient harm.